Event description:
It was reported that the patient presented after receiving an alert for intermittent oversensing on the ventricular channel. The patient reported syncope during the events. The oversensing was not reproducible during isometrics or manipulation. Lead was explanted and replaced. A fracture of the lead was noted after explant. The patient condition was fine after the event.

Manufacturer narrative:
.